Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the catheter indicated that the variable curve deflection was broken. Also, there was mechanical damage and a visual analysis indicated damage during use. It was noted that visual analysis observed tool marks at 16.2 and 18.6cm (from the handle). There was a shaft kink 106.3cm (from the handle). Due to a shaft kink, the tip deflection failed. In conclusion, the product had performance issues due to operational context. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a radiofrequency (rf) procedure, it was observed that the tip of the rf catheter was broken. The catheter was replaced with a competitor product. No patient complications have been reported as a result of this event.